Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 203 mg/dl and the sensor glucose was 272 mg/dl at the time of the incident. Customer reported she had some low alerts and took sugar tablets. At 11:30 customer had a blood glucose of 200 mg/dl. The customer¿s blood glucose was 157 mg/dl and the sensor glucose was 69 mg/dl at 2am. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 52 mg/dl at 12:50 am. Customer took one tablet and some peanut butter crackers. The customer¿s blood glucose was 210 mg/dl and the sensor glucose was 47 mg/dl. The customer stated that customer sensor reading were low and threshold was suspending. Sensor glucose value that triggered the suspend event was 52 mg/dl and threshold suspend limit in sensor settings was 60 mg/dl. The customer also reported calibration not accepted alerts and high blood glucose level of 253 mg/dl. The customer¿s current blood glucose was 130 mg/dl. The customer treated high blood glucose with manual injections. Customer did not allege insulin pump was under delivering. The sensor will not be returned for analysis.